Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin and was overfilled. Tandem technical support educated the customer that the cartridge should be at room temperature and should not be overfilled. Customer reloaded the cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose.